Event description:
Guidant (now boston scientific crm) received information that noise was noted on the ventricular rate/sense and shock electrograms of this cardiac resynchronization therapy defibrillator (crt-d). The noise was not reproducible; however, pacing inhibition was noted on two of the stored electrograms for periods of three seconds each. As the noise was unreproducible, no changes were made to the system at this time. It was noted that the patient works as an officer at the municipal courts building scanning incoming visitors. The physician requested the patient to cease from this portion of their duties and to return for a follow-up in one month to see if any further episodes of noise have been noted. Additional information was received that noise continues to be observed on the rate/sense and shock channels. It was reported that there are approximately 2 episodes with noise between each follow-up visit. Technical services discussed the defibrillation lead terminal pins may be reversed in the device header. Subsequently, the device was explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Analysis was performed at our post market quality assurance laboratory. Visual inspection noted all seal plugs were intact. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. Portions of the circuitry, including the battery, were isolated and tested. Analysis could not confirm the clinical observation of noise, however found that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This device is part of the shortened replacement window advisory, originally communicated april 5, 2007. This issue is discussed in the q2 2010 product performance report.

Event description:
Event description guidant received information that noise was noted on the ventricular rate/sense and shock electrograms of this cardiac resynchronization therapy defibrillator (crt-d). The noise was not reproducible; however, pacing inhibition was noted on two of the stored electrograms for periods of three seconds each.